Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed a power disconnect alarm that was logged in the alarm file, confirming the reported event. Additionally, the log files revealed several premature power switching events involving (B)(4). The power switching events and power disconnect alarm were most likely due to a communication error between the controller and battery. The premature power switching observation is not related to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing; the reported event could not be confirmed during testing. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. Heartware is investigating communication errors. Per the instructions for use (IFU): the hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to the manufacturer. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that the patient complained of a "power disconnect" alarm when changing from ac adapter to the battery. The battery was subsequently replaced with no reported consequence or impact to the patient. The replacement battery resolved the reported issue. No further information has been provided.